Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2013). The patient¿s meter and test strips have been returned on 8/7/2013 and 8/14/2013, respectively, and evaluated by lifescan product analysis on 8/9/2013 and 8/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue began occurred on (B)(6) 2013, at 2:30am. The patient is on insulin pump therapy; however, it is not known what action, if any, she took regarding her diabetes management when she was unable to test her blood glucose. The patient stated she developed symptoms of feeling irritated, angry and shaky approximately 20 minutes after the start of the power issue. The patient reported treating herself with food and/or drink at 2:50am that morning. At the time of troubleshooting, the cca noted that the subject meter powered on as expected when a test strip was inserted and when the meter was manually powered on. The alleged power issue could not be replicated. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.